Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board and an open d8 component on the defibrillator board. The root cause for the open r45 resistor and open d8 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
Upon evaluation of a monitor that was returned for unrelated reasons, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.